Manufacturer narrative:
(B)(4). Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, patient reported undergoing many hours of grueling tests, surgeries, and debilitating months of recovery. Never being able to perform sexual intercourse with either implant, simply because they stopped working. After speaking with the physician it was confirmed that the first device was a non-coloplast device. The patient was in the office recently, for a device implanted in 2018, indicating that he was unable to compress the pump. The doctor was successful compressed the pump and operated the device. He asked the patient to try and the patient was unable compress the pump. The doctor tried again and encountered the same issue (was unable to compress the pump).

Event description:
Additional information received indicated the patient was seen by the physician and coloplast employee to attempt to address the hard pump issue. The tubing was inspected to determine if there was a kink. The patient also had an aus device. It was noted that the aus and ipp tubes went every which way and it was hard to determine which tube was which. The coloplast representative did not find a kinked tube. The coloplast representative reported initially holding the deflate button while squeezing the bulb, and was able to confirm this worked. An attempt was made to squeeze the bulb to inflate the device and was unable to get it to compress much, if at all. The pump was pulled down to try and straighten out the tubes, in case one was kinked; they struggled for several minutes, but finally the bulb gave and was able to be inflated. After inflation then deflation twice, the pump again locked up and we were unable to get it to inflate again. The patient was going to schedule a revision surgery with the physician to have the pump replaced.